Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction. It was reported the healthcare providers (hcp) were unable to get a response on the right side during implant; therefore the device was implanted on the left side. The device worked about 50% on 3 of the programs. Additional information has been requested regarding actions and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.